Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to e1 (remove last name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with the customer, it was suggested that the device need to be sent for evaluation as the customer stated that the front panel unit was not responding. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel of the evis exera iii xenon light source is not working. The button used to set the lamp to high is unresponsive. There were no reports of patient harm.